Event description:
The patient¿s device was interrogated pre-op and high impedance was seen. The pin was reinserted multiple times and the old battery was tested again but showed high impedance. The generator was replaced and despite pin re-insertion high impedance was still seen. Surgeon replaced generator and said they would bring patient back for lead revision. No known surgery for the lead has occurred to date.

Event description:
It was reported that the surgeon may have injured the lead during an earlier replacement. Patient underwent battery replacement and lead replacement. The explanted lead has not been received for analysis to date.

Event description:
The explanted lead was discarded and is not available for return.